Event description:
A patient reported experiencing several issues with their insulin pump, including the potential for the pump to deliver excess insulin leading to low blood glucose levels, difficulties with pressing the wake button, a battery that does not hold a charge, and problems with cgm connectivity. The patient's blood glucose level was reported as going low due to the issues with the insulin pump. The patient declined further troubleshooting efforts.